Manufacturer narrative:
The reported event of high pacing impedance were not confirmed. Telemetry, impedance with different configurations, and pacing functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-20940. It was reported that inadequate pacing impedance was noted on the right ventricular (rv) lead. The device was explanted and a rv lead revision was performed, however, the status of the rv lead is unknown. The status of the patient is was not provided.

Event description:
Additional information was received indicating the right ventricular lead was capped and the device was replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating high pacing impedance noted on the right ventricular (rv) lead. Additionally, the physician suspected rv lead damage, however, no anomalies were observed either visually or with diagnostic imaging. The rv lead was replaced.